Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging does not turn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 04/22/2013 with the following findings: the alleged issue (does not turn off) could not be confirmed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.